Event description:
It was reported to boston scientific corporation that an jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke while attempting to perform a sphincterotomy. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cut wire appeared discolored. The cut wire broke approximately 25mm from the distal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Additional information: no part of the cut wire detached inside the patient. The procedure was completed with another jagtome. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Additional information: no part of the cut wire detached inside the patient. The procedure was completed with another jagtome. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.